Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified. Based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer changed the cartridge and insulin was resumed successfully. Additionally, it was reported that the pump time was incorrect by 25 minutes; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. The customer's blood glucose level ranged from 107 mg/dl to 150 mg/dl.